Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified left anterior descending artery. During a direct stenting attempt, the 2.75x18 mm rx xience v stent delivery system (sds) could not cross the lesion. The sds was withdrawn from the patient anatomy and additional dilatation was performed with an unspecified 2.5x20 mm balloon. The same 2.75x18 mm xience v sds was re-inserted and advanced and several unsuccessful attempts to cross the lesion were made. No force was applied during the attempts to cross, and the sds was withdrawn from the patient anatomy; however, resistance was felt during retraction. Another 2.5x18 mm size xience v sds was advanced and the stent was implanted. The procedure was successfully completed and the patient's final outcome was satisfactory. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Reinsertion of the device into the anatomy. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The failure to advance and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It should be noted the xience v everolimus eluting coronary stent system instructions for use (IFU) states: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter. Additionally, it was reported the sds was re-inserted into the patient anatomy after the initial failure to cross the lesion. It should be noted the IFU states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality deficiency.